Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the 8mm large suturecut needle driver instrument' spring broke. Unable to use instrument. No fragment fell into the patient. The procedure was completed with no reported injury.